Event description:
Physio-control electrode defibrillation pads are not being recognized by the defibrillator when connected, resulting in the inability to emergency pace or defibrillate the patient if needed. This has been a recurrent event in the ep labs with this specific electrode model. Staff has been encouraged to save the device and record all events. Several packages were saved, but only 1 pair of electrodes was retained from the date and patient specified in this report. It was observed that these electrodes come from the same lot #. In addition, multiple lifepak 20 machines have been used when the electrodes failed, indicating that the defibrillator machine is not responsible. In this particular event, a different model of electrodes were placed on the patient and worked successfully. No harm came to the patient and the procedure was carried out as planned. Both the electrodes and the lifepak 20 from this event are currently being tested by the biomed department. All electrodes on site with the same lot number are being exchanged with the manufacturer. The manufacturer has requested the failed electrodes that were saved from this event, as well as the lifepak machine that was in use. These items will be given to the manufacturer when biomed has completed testing. It is still unclear why the electrodes could not be sensed by the defibrillator, but any testing results will be shared when they are made available to clinical engineering.